Event description:
It was reported that pump experienced a malfunction alarm and displayed malfunction code 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily insulin injections as backup therapy, and technical support arranged a replacement pump.